Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The up and down arrow buttons on the insulin pump were sometimes unresponsive. The customer noticed the insulin pump had moisture behind the screen and a deep scratch on the upper right hand corner of the screen by the up arrow button. Customer's blood glucose level was 204 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, a cracked reservoir tube window, and a missing end cap sticker.